Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the left ventricular lead exhibited high pacing impedance and failure to capture. The lead was reprogrammed and the anomalies were resolved. The patient was stable in condition.